Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that the unit will not power up. Upon triage it was noted that the pcb board was burnt.

Manufacturer narrative:
An evaluation of the scd 700 was performed and the customer states ¿will not power up.¿ the unit was triaged, and the customer¿s reported condition was confirmed to be caused by thermal damage on the pcb. The potential root causes of the observed thermal damage are the use of an unauthorized power adapter by the user and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.